Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. The device was reprogrammed and the issue was resolved. The patient was stable and asymptomatic.